Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient hadn't used the device in a while. The caller tried to turn it on the morning of the report, but it wasn't working. In the end, the caller wanted to meet a manufacturer representative (rep) with the patient. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) was at end of service (eos) after being implanted less than a year. The programmer was using approximately 8 electrode contacts. Impedances were good and the patient reported that there had not been any falls or traumas. Replacement options were discussed and the patient was referred to their implanting physician. The issue was not yet resolved and it was asked but unknown if a surgical intervention would occur. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there was a device concern. The implant would not connect and the battery was dead. The issue was not resolved because the patient has other health related issues to be taken care of. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s friend/family member reporting that the patient¿s ins battery died/quit working after just a few months. It was reported that the patient didn¿t want the ins replaced because they were (B)(6) and they didn¿t want to undergo another surgery. The caller stated that the patient met with a rep to have the device checked and the rep confirmed the battery was depleted. It was reported that the event occurred in 2018 (a few months after they were implanted). MRI eligibility information was requested. No further complications were reported/anticipated.